Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3189 showed no other similar product complaint(s) from this lot number.

Event description:
It was related that the catheter was obstructed. No other information was provided.